Event description:
It was reported occlusion alarms occurred. The customer's blood glucose level was displayed as "high"; a specific value was not provided. Elevated blood glucose was addressed with a manual dose injection. The customer resumed insulin therapy. Reportedly, the customer uses trusteel infusion set over 48 hours and cartridges with novolog brand insulin over 72 hours, customer was educated this is off label.